Event description:
The account alleges that during an attempted left ventricular (lv) lead placement, the catheter caused a dissection. As a result, the implant on the left ventricular (lv) lead could not be performed. The clinician used a left bundle branch (lbb) lead instead. No additional adverse patient consequences were reported.

Manufacturer narrative:
The suspect medical device has been not returned for engineering evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were identified. No lot number was provided so a search of the complaint database could not be completed.